Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-may-31 regarding a patient receiving gablofen (2000mcg/ml at 728mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was noted that the patient's medical history included a t10 spinal cord injury. It was reported that a pump pocket infection occurred. The environmental, external, or patient factors that may have led or contributed to the event were unknown. The hcp explanted the pump and washed out the old wound on the left abdomen, removed the old catheter, and placed a new pump on the right abdomen with a new catheter. It was unknown if the issue was resolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.